Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of needle anomaly on the sensor. The customer's blood glucose value was unknown. The customer reported 3 sensors which have been inserted but the sensor needle had not been visible when removed. The customer stated that the sensor did not work from the start. The product was not returned for analysis.